Manufacturer narrative:
Continuation of d10: product ID: a820 lot#serial#: unknown, software application version: 2.0.1700, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider, clinical study, regarding a patient who was receiving compounded baclofen, fentanyl, and bupivacaine via an implantable pump. The drug concentration and dose rate for the pump medications were unknown. It was reported that the patient reported their personal therapy manager (ptm) takes several minutes to deliver a bolus after connecting. The ptm model number was th90t01. The outcome of the event was unresolved with no further action planned. Regarding etiology, the relation of the event to the device/therapy was related, but unrelated to the implant procedure. The device diagnosis was indicated as other delayed ptm bolus delivery. The clinical diagnosis was indicated as not applicable. No patient symptoms were reported.